Manufacturer narrative:
Additional information added to b5.

Event description:
It was reported that this right atrial (ra) lead exhibited a high pace impedance greater than 3000 ohms which triggered a lead safety switch (lss). After the lss, there was noise oversensed in all ra pace impedance measurements, which was believed to be caused by electromagnetic interference (emi). Technical services (ts) confirmed ra noise was seen on the atrial tachy response (atr) since the lss; however, the patient was in true atrial tachycardia/fibrillation. It was noted this patient was not pacemaker dependent. Ts suggested the patient get a full ra lead check in clinic. Additional information was requested from the field. This ra lead remains in service. No adverse patient effects were reported. Additional information was received from the field. The patient was checked in clinic. The likely cause of the high impedance was an issue with the ring electrode of the ra lead. No adverse patient effects were reported.